Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test and also alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device was received with cracked case at the display window corner, cracked reservoir tube and lip, scratched screen, missing end cap sticker, cracked reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed during the manual prime process. No further information was provided.